Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: european journal of obstetrics & gynecology and reproductive biology. 2015; 195: 146 150. Doi: http://dx.doi.org/10.1016/j.ejogrb.2015.10.011 - [(B)(4) - giampaolino.pdf].

Event description:
It was reported via journal article: "title: comparison of bidirectional barbed suture stratafix and conventional suture with intracorporeal knots in laparoscopic myomectomy by office transvaginal hydro laparoscopic follow-up: a preliminary report" authors: pierluigi giampaolino, nicoletta de rosa, giovanni antonio tommaselli, fabrizia santangelo, carmine nappi, anna sansone, giuseppe bifulco citation: european journal of obstetrics & gynecology and reproductive biology. 2015; 195: 146 150. Doi: http://dx.doi.org/10.1016/j.ejogrb.2015.10.011. The objectives of this prospective randomized study was to compare the surgical outcomes of different types of intracorporeal sutures for laparoscopic posterior myomectomy. A total of 47 patients (age range: 18 to 46 years old) with single posterior intramural myoma (4 7 cm in diameter) underwent laparoscopic myomectomy were included in the study. Of which, 23 patients were randomized under group a (standard suture group) and 24 patients were randomized under group b (test suture group). During the surgical procedure, patients in the standard suture group underwent closure of the uterine wall in a double layer fashion using a continuous suture technique with vicryl 1-0 suture using a CT 1-0 needle. Patients in the test suture group underwent closure of the uterine wall using the same technique as in the standard suture group, but with stratafix pdo 0 barbed suture with two 36 mm half-circle tapered needles. At the end of the procedure, in both groups, the leiomyoma was removed with an automatic morcellator. The pelvis was explored to check for any bleeding site, and the skin was sutured using vicryl 0 sutures. Reported complication included hematoma which did not require either blood transfusion or surgical revision. The hematoma completely disappeared at the follow-up visit one month after surgery. In the standard suture group, reported complications included fever (n-1) which was treated with paracetamol and adhesion (n-4). In the test suture group, reported complications included fever (n-2) which were treated with paracetamol, urinary tract infection (n-1) which was treated with antibiotics, and adhesion (n-3). It was reported that factors influencing post-operative adhesions are pelvis environment, pressure, and duration of the pneumoperitoneum, as well as the surgeon¿s skill. Suturing materials may also increase the risk of adhesions. Some case reports provide evidence that the barbed suture material could cause small bowel obstruction or volvulus after its intra-abdominal placement.